Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 29 mg/dl at the time of incident. The customer treated her low blood glucose with juice. The customer mentioned that she also experienced high blood glucose and her blood glucose from 129 mg/dl reached almost 400 mg/dl. The customer also stated that she received a calibration error alarm and change sensor alarm. The customer also stated that she bled a lot prior to the event. The insulin pump will not be returned for analysis.